Event description:
It was reported that the bd autoshield duo¿ pen needle broke. The following information was provided by the initial reporter: the needle broke off inside of the rubber barrier on the insulin pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield duo¿ pen needle broke. The following information was provided by the initial reporter: the needle broke off inside of the rubber barrier on the insulin pen.

Manufacturer narrative:
H.6. Investigation summary: a complaint lot history check was performed on lot # 1258336 for breaks off during use npe. This is the 1st. Related complaint for breaks off during use npe on lot # 1258336. Customer returned an image of an autoshield pen needle. The pen needle is not attached to the pen. However, the cannula of the pen needle remains lodged in the tip of the pen. The image does not show the interior of the pen needle to inspect its threading. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the image received, embecta was able to confirm the customer¿s indicated failure of the cannula breaking off during use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Manufacturing (dun laoghaire) will be notified of this issue. One photo of an open safety pen needle was returned from lot. No. 1258336, cat. No. 329505. Visual examination of the returned photo was carried out and a bent patient end of cannula was observed. As no sample was returned no functionality test could be performed. Based on the photo returned and the fact no physical samples were returned for investigation this cannot be confirmed to be manufacturing related. Based on the investigation it was determined that no corrective action is required at this time. H3 other text : see h.10.

Event description:
It was reported that the bd autoshield duo¿ pen needle broke. The following information was provided by the initial reporter: the needle broke off inside of the rubber barrier on the insulin pen.

Manufacturer narrative:
The following field was updated due to corrected information: h6: imdrf annex c grid - c070603.